Event description:
It was reported that post paced t wave oversensing and inappropriate shock therapy was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient symptoms and consequences.